Manufacturer narrative:
(B)(4).

Event description:
During a post market clinical study it was identified that a screw was broken at the proximal aspect of the patient's tmt arthrodesis construct at the proximal interface between allograft and the medial cuneiform.